Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the blanket product did not have the perimeter seals complete. It did have the welded diameter buttons. Blanket product did not have a torn inlet however this could be attributed to the disconnection of the blower. It was reported that the patient suffered a thermal burn on the right arm. The surrounding area turned red, and there were two spots, as if the patient's skin was loose. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the files were found to contain appropriate instructions for use, cautions and warnings including the following: no free-hosing. Keep hose nozzle connected to the warmtouch¿ blanket at all times or thermal injury may occur. Possible burn or infection hazard. Do not allow blanket to come into contact with open wounds or mucous membranes. All patients¿ wounds should be covered while using the warming system. Possible patient burns. Use caution and consider discontinuing use on patients during vascular surgery when an artery to an extremity is clamped. Do not apply the warming system to ischemic limbs. Use caution and monitor closely if used on patients with severe peripheral vascular disease. Do not allow objects that are heavy enough to constrict airflow (such as cables) to drape over the blanket at the blower inlet. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: 5016000, 5016000 wt6000 warming unit x1 (sn# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient using a thermal blanket on the upper limbs, in conjunction with the warmtouch heating equipment, suffered a thermal burn on the right arm. The surrounding area turned red, and there were two spots, as if the patient's skin was loose. A scalpel was used, and the area was cleaned with alcoholic chlorhexidine. A consultation with a plastic surgeon diagnosed the injury as a thermal burn. The hospitalization was extended due to this event.